Event description:
Per the clinic, the patient experienced a recurrent skin flap infection beginning on (B)(6) 2023 and subsequently underwent a debridement procedure to clear the infection (specific date not reported) however the issue did not resolve. Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported) and the device was explanted on (B)(6) 2023. The patient was re-implanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on november 28, 2023.

Manufacturer narrative:
Device analysis report attached. This report is submitted on july 17, 2024.